Manufacturer narrative:
Per tandem¿s t: slim x2 user guide: ¿do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer¿s blood glucose ranged from 156-360 mg/dl. A system check confirmed that the pump and cartridge functioned as intended and the occlusions were located in the infusion set tubing. Reportedly, customer changed the infusion set tubing to address the issue. Customer was using humulin u-500 insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.